Event description:
The customer reported that the reservoir was leaking and his blood glucose was high and ended up in the hospital. The blood glucose reading was 400 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.